Manufacturer narrative:
Deviations in the manufacturing and inspection documents were not found. The item was documented as faultless prior to distribution. No material, design or manufacturing related issues were found. The reamer shaft was found broken off near the adapter. The shaft was found slightly bent near the cutting tip. The edges of the cutting tip were found worn. Eval revealed that the reamer breakage based on a forced tensile load. The case is attributed to an user error.

Event description:
The medullary canal of a pt with paget's disease was being reamed. The surgeon had the reamer in shaft, turned the reamer on and bent top of reamer outside tibia at 90 degrees. The reamer then broke. Another identical device was immediately available for use and surgery completed as originally planned. There was no adverse consequence to the pt.